Event description:
It was reported via voice message from a bard sales rep on may 27, 2015 reporting "a complaint", no other information was received. On may 28, 2015, field assurance called to obtain additional information and voice message was left for bard rep. Bard field assurance called bard rep on may 29, 2015 and received the following information: the bard rep stated that the physician no longer had a complaint about a bard product. It was reported that upon review, a boston scientific cutting balloon which had gone off the guidewire during angioplasty for restenosis of previously placed stents and when the cutting balloon went off the guidewire, it created a microperf. The summary of the event as reported is as follows. The patient had cook zilver stents placed in the right mid sfa, in (B)(6) 2014 which had restenosed. The patient presented on (B)(6) 2015, access was gained in the left femoral with contralateral approach to treat the right mid sfa. A 6 fr sheath and 0.014 guidewire was used to cross the lesion, vessel was not tortuous but was calcified. During the procedure, a boston scientific cutting balloon (size, cat/lot numbers unknown) was used. It was noted that the boston scientific cutting balloon went off the guidewire (physician did not stop to review images). Following treatment with the boston scientific cutting balloon, a 6x4 lutonix pta balloon was used to successfully complete the procedure. Later the same evening ((B)(6) 2015), the patient had swelling in the leg and soft to the touch. The physician called bard rep inquiring if lutonix drug coating had caused irritating and swelling of vessels whatsoever. Rep had bard marketing call the physician. On may 29, 2015, the bard rep spoke with the physician and stated that upon review he believed that when the cutting balloon went off the guidewire it created a microperf. Per the physician, he did not believe that the lutonix pta balloon was the cause of the patients' leg being swollen and soft to the touch. Na. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).